Event description:
This 75 year old female underwent redo coronary catheterization in 1999. An attempt was made to place a perclose device in her right femoral artery, but the device could not be removed due to premature deployment of the needle. Surgery was required to remove the perclose device from the right ileo-femoral artery.